Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator gave two technical errors, one indicating disabled valves and the other one indicating an internal memory error during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. No goods was returned for investigation. The device was investigated by the hospital biomed, the reported issue could not be reproduced during the simulated use testing preformed by the biomed. The device control pc board was exchanged according to the recommendation from the connected support case, information has been received that the replaced pc board was discarded. Evaluation of the device logs confirm the occurrence of the reported technical error codes during ventilation mode, followed by additional alarms which indicate that ventilation stopped. The logs show that the technical error codes were preceded by a breathing subsystem error, indicating an automatic reboot of the breathing subsystem after detection of an error in the stored parameter settings values in its persistent memory. This attempted reboot of the breathing subsystem to rectify the error was unsuccessful due to an inability to read the persistent memory's parameters. The ventilator was turned off and turned on again by the user immediately after the event, no more technical errors were active after the event. Our conclusion is that the most probable cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time of the event. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).